Event description:
As reported by the edwards field clinical specialist, the 26mm sapien valve was positioned 95:5 aortic post deployment, resulting in moderate central aortic insufficiency (cai). Prior to deployment, the valve was positioned 50:50 across the native aortic annulus per the image intensifier angle being utilized. A second sapien valve was deployed within the first valve 50:50 across the native annulus. Post deployment of the second sapien valve, there was no cai or paravalvular leak (pvl). The patient left the operating room in stable condition. Additional investigation revealed the following: the native annular diameter was 24.8mm by tee. The native aortic valve and root were moderately calcified. There was no septal hypertrophy or mitral annular calcification (mac). The patient's ejection fraction was 65%. During deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system was described as good. The image intensifier angle (iia) was described as poor. Per report, the perceived cause of the event was that the image intensifier angle was incorrect.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that a poor image intensifier angle led to the 95:5 aortic malposition and subsequent cai. The patient's preserved ejection fraction could also have contributed to the aortic malposition. The cai was corrected by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.